Event description:
It was reported that the device had reached elective replacement indicators (eri) sooner than expected. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported that the device had reached elective replacement indicators (eri) sooner than expected. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) actual longevity is < 80% of 99.9% longevity limit. The low battery voltage condition was confirmed. However, no excessive current drain was noted. The battery was shown to have depleted nominally. The depletion was not premature but was nominal based on the programmed settings and cumulative charge time.